Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2018, the patient underwent an urgent pacemaker follow-up due to loss of ventricular pacing. Upon pacemaker interrogation, the ventricular lead impedance was saturated at 3000 ohms and loss of ventricular pacing and sensing were observed in bipolar configuration. In unipolar configuration, ventricular lead measurements were within normal range. Provocative maneuvers were performed, but no noise could be reproduced. Pectoral stimulation occurred with the ventricular pacing output programmed at 7.5v/0.35ms, but not at 5v/0.35ms. Noise was observed on the ventricular channel of the episodes recorded in the device memory. It was reported that x-ray showed no visible damage on the ventricular lead. The pacemaker was then reprogrammed in unipolar configuration and the ventricular pacing output remained programmed at 2.5v/0.35ms. The next follow-up, during which the patient¿s treatment will be decided, is scheduled for (B)(6) 2018.

Manufacturer narrative:
During the follow-up performed on (B)(6) 2018, low impedance measurements and oversensing were still observed on the ventricular channel. Reportedly, the ventricular lead will be replaced in the near future.

Event description:
The pacing system was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2018, the patient underwent an urgent pacemaker follow-up due to loss of ventricular pacing. Upon pacemaker interrogation, the ventricular lead impedance was saturated at 3000 ohms and loss of ventricular pacing and sensing were observed in bipolar configuration. In unipolar configuration, ventricular lead measurements were within normal range. Provocative maneuvers were performed, but no noise could be reproduced. Pectoral stimulation occurred with the ventricular pacing output programmed at 7.5v/0.35ms, but not at 5v/0.35ms. Noise was observed on the ventricular channel of the episodes recorded in the device memory. It was reported that x-ray showed no visible damage on the ventricular lead. The pacemaker was then reprogrammed in unipolar configuration and the ventricular pacing output remained programmed at 2.5v/0.35ms. The next follow-up, during which the patient¿s treatment will be decided, is scheduled for (B)(6) 2018.